Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (erbe). System tested and verified as ready for use. The erbe has been returned and evaluated by the failure analysis. The reported failure could not be confirmed or reproduced. The unit energized and cauterized, and all ports recognized instruments.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the integrated electrosurgical unit (erbe) was not firing hot enough. The field service engineer (fse) to follow up. The procedure outcome was unknown at the time of this report with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.